Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of quantum maverick balloon catheter with no other devices. Visual examination showed that there was a break in the shaft approximately 24cm from the hub of the device. The fracture faces were oval as if kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-mar-2016. It was reported that crossing difficulties were encountered. A 3.0mm x 20mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-compliant balloon. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed a hypotube break.